Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst. Essure confirmation test: type of test: - unknown, result: unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) "). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Lot number:b04948 manufacturing date:2013/02 expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst. Essure confirmation test: type of test: - unknown, result: unknown. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) "). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received. Events per pfs: dysmenorrhea (cramping), pain were added. Lot number received. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.